Event description:
Rptr states that there was a small amount of poly wear on tibial insert. Additionally there was a large caviterity defect medical aspect of femur. Exchanged insert and packed bone into femur.